Event description:
It was reported that a patient in the intensive care unit received a larger amount of fentanyl was ordered. When the issue was discovered, the infusion was stopped and narcan administered to the patient. Subsequently, the patient's condition returned to normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient in the intensive care unit received a larger amount of fentanyl was ordered. When the issue was discovered, the infusion was stopped and narcan administered to the patient. Subsequently, the patient's condition returned to normal.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.